Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2003: (B)(6). [Illegible]. Ed treatment record. [Handwritten]: hpi: wound on l cheek, green-yellow drainage w/ swelling, redness. Pt saw pcp 24 hours ago and placed on antibiotics. Impression/plan: cellulitis. Stable for discharge. On (B)(6) 2008: (B)(6). (B)(6), md/ (B)(6), md. Procedure ¿ colonoscopy. Indications: abdominal pain in left lower quadrant, hematochezia, constipation. Impression: one 3 mm polyp in sigmoid colon, resected and retrieved. Non bleeding, external and internal hemorrhoids. On (B)(6) 2008: (B)(6). (B)(6), md. Pathology report. History: abdominal pain. Endoscopic findings: polyp, fair prep. Final diagnosis: sigmoid colon, biopsy: adenomatous polyp. Gross description: specimen received in single container of formalin, labeled with patient¿s name and unit number. Labeled ¿sigmoid¿ and consists of 0.2 x 0.2 x 0.1 cm fragment of pale tan-pink tissue. On (B)(6) 2008: [facility ni]. (B)(6). Emergency department triage record. Left sided pain times 2 days, diarrhea. On (B)(6) 2009: (B)(6). (B)(6). Radiology ¿ abdomen complete. Ordering diagnosis: abdominal pain left upper quadrant. History of cholecystectomy presenting with left-sided abdominal pain. Impression: mildly dilated common bile duct, can be seen following cholecystectomy. On (B)(6) 2011: (B)(6). (B)(6), md. Radiology ¿ abdomen complete. Ordering diagnosis: abdominal pain unspecified site. History pancreatitis and abdominal pain. Comparison: on (B)(6) 2009. Impression: dilated right renal pelvis. Cholecystectomy, otherwise unremarkable abdominal ultrasound. On (B)(6) 2012: (B)(6). (B)(6), md. Procedure ¿ upper gi endoscopy. Indications: epigastric abdominal pain, diarrhea. Impression: normal esophagus, gastric mucosal abnormality characterized by congestion, this was biopsied, no gross lesions in duodenum. Await pathology results, return to gi clinic. On (B)(6) 2012: (B)(6). (B)(6), md. Radiology ¿ multiplanar MRI study of abdomen without contrast. History: abdominal pain, pancreatitis. Relation to previous ultrasound studies on (B)(6) 2011. Impression: normal common bile duct, status post cholecystectomy, no intrahepatic ductal dilatation. Pancreas unremarkable, no acute pancreatitis. On (B)(6) 2012: (B)(6). (B)(6), md. Radiology ¿ fluoro, gi, small bowel series. Indication: diarrhea. Impression: normal small bowel follow-through. On (B)(6) 2013: (B)(6). (B)(6), md. Procedure ¿ colonoscopy. Indication: abdominal pain, chronic diarrhea. Impressions: examined portion of ileum was normal, was biopsied. Colon normal. Diverticulosis in sigmoid colon. Internal hemorrhoids. Biopsies taken from right colon, left colon, transverse colon and rectum for evaluation of microscopic colitis. Recommendations: use fiber, await pathology results, return to gi clinic. On (B)(6) 2013: (B)(6). Implant record/sticker. Mesh ¿ next generation c-qur-pl-6¿ x 8¿. Atrium medical. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane previous patient code (1695) was reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span (B)(6), 2002 through (B)(6), 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6), 2003 through (B)(6), 2005, from (B)(6), 2005 through (B)(6) 2008, and from (B)(6), 2013 through (B)(6), 2015 were not provided. Patient information: medical history: obesity (B)(6) 2002: 230 lbs., bmi 42.7 (B)(6) 2005: 220.4 lbs., bmi 40.9 (B)(6) 2008: 237.4 lbs., bmi 44.1 (B)(6) 2012: 217 lbs., bmi 39.93; ¿... Abdomen obese ...¿ (B)(6) 2015: 234 lbs., bmi 42.8 smoker (B)(6) 2002: ¿quit 4 months ago¿; smoked 2 packs daily (B)(6) 2005: smokes ½ pack daily (B)(6) 2012: current smoker (B)(6) 2015: ¿quit smoking 16 months ago.¿ (B)(6) 2016: ¿former smoker, quit date (B)(6) 2014.¿ type ii diabetes mellitus diverticulosis gastroesophageal reflux disease irritable bowel syndrome prior surgical procedures: (B)(6) 1998: cesarean section (B)(6) 1999: cesarean section (B)(6) 2002: cesarean section implant preoperative complaints: (B)(6) 2002: ¿ventral hernia, noticed 2 years ago, increased in size. Started to get painful. Past smoker, quit 4 months ago, 2 packs per day. Plan: lap ventral hernia repair.¿ implant procedure: laparoscopic ventral hernia repair. Implantation of mesh. Laparoscopic lysis of adhesion. [Implant: gore® dualmesh® biomaterial, 1dlmc04/01460105, 15cm x 19cm x 1mm, oval] implant date: (B)(6), 2002 [hospitalization (B)(6), 2002] description of hernia being treated: ¿the adhesions were taken down using a combination of blunt and sharp dissection. Once all the adhesions were taken down and the hernia was reduced, mesh was cut to allow a 3-centimeter overlap of the hernia edge 3 centimeters from the edge of the hernia defect.¿ implant size and fixation: ¿once the mesh was cut to the appropriate size, four sutures were then placed in four quadrants and the mesh was then rolled and inserted in the abdomen. The mesh was unraveled and tacked to the anterior abdominal wall using these 4 stitches. After this was achieved, the mesh was then tacked circumferentially to the anterior abdominal wall using I-protacker. Once this had been achieved, the mesh was further secured to the anterior abdominal wall using gortex suture interrupted fashion in approximately 4-centimeter intervals.¿ (B)(6) 2002: discharge summary: ¿s/p [status post] ventral hernia repair. Return 2 weeks ¿ d/c home.¿ relevant medical information: (B)(6) 2005: ¿several week hx [history] of intermittent right upper quadrant pain, intermittent, sharp, radiating to back, often associated w/ [with] nausea and vomiting. Right upper quadrant ultrasound performed on (B)(6) 2015, revealed gallbladder distention w/ multiple stones present. Schedule laparoscopic cholecystectomy.¿ (B)(6) 2005: cholecystectomy ¿a cath was placed in the right upper quadrant and it was noted that the stomach was closely adherent to the gallbladder. A 10mm port was placed in the subxiphoid region along with right subcostal 5mm port. The graspers were placed through the 5mm port on the right and the liver was retracted caudally and laterally. With the maryland dissector, the adhesions were taken down through the 5mm port.¿ (B)(6) 2008: ¿chronic abdominal pain x 1 year. Insidious onset of left sided pain, associated w/ mixed diarrhea and constipation issues.¿ (B)(6) 2008: colonoscopy (B)(6) 2008: pathology report: ¿adenomatous polyp.¿ (B)(6) 2009: x-ray abdomen: ¿mildly dilated common bile duct.¿ (B)(6) 2011: x-ray abdomen: ¿dilated right renal pelvis.¿ (B)(6) 2012: ¿exacerbation of chronic abdominal pain, evaluate for pud [peptic ulcer disease]. Hematochezia, diarrhea, possible ibs [irritable bowel syndrome].¿ (B)(6) 2012: MRI abdomen: ¿normal common bile duct, status post cholecystectomy, no intrahepatic ductal dilatation. Pancreas unremarkable, no acute pancreatitis.¿ (B)(6) 2012: x-ray: small bowel series. ¿normal small bowel follow-through.¿ (B)(6) 2013: CT abdomen: ¿prior ventral abdominal hernia apparent. Persistent fat containing umbilical hernia. S/p cholecystectomy.¿ (B)(6) 2013: complaint of ¿left upper quadrant pain after cholecystectomy.¿ (B)(6) 2013: ¿ventral hernia repair w/ mesh 8 years ago, since then has had persistent, throbbing luq [left upper quadrant] pain. Occasional nausea. Persistent yellow diarrhea, improved using metamucil. Worked up for this by gi, including colonoscopy, sbft [small bowel follow through], CT scan - all have been normal. Noted to have fat-containing umbilical hernia on CT scan, and radiology noted pain over a stay suture site during sbft procedure.¿ (B)(6) 2013: laparoscopic repair of chronically incarcerated ventral incisional hernia. (B)(6) 2013: findings: ¿the mesh is well secured around the umbilicus and there is a hole in the middle of the mesh , which has omentum herniated through it and chronically incarcerated.¿ (B)(6) 2013: ¿I used scissors and harmonic scalpel to take down all the adhesions of the omentum to the mesh and the anterior abdominal wall. I reduced the incarcerated omentum out of hernia defect. I then covered this mesh defect and the pre-existing piece of mesh using a 15 x 20 cm piece of atrium c-qur mesh. I sutured this into place with cv 0 gore-tex sutures in the transfascial manner. I tacked circumferentially around the mesh with 2 rows of tacks. I placed transfascial sutures between my initial transfascial tacking sutures. These were cv 0 gore-tex as well. After the mesh was secure, I turned my attention to closure.¿ relevant medical information: (B)(6) 2015: ¿epigastric pain. Refer to gastroenterology.¿ (B)(6) 2016: ¿episodes of significant abdominal pain, diarrhea for years now.¿ ¿abdomen obese, tender in periumbilical area.¿ (B)(6) 2016: CT abdomen: ¿there are postoperative changes of ventral hernia repair w/ a mesh in place. There is recurrent ventral hernia via a gap in the mesh with ill-defined nonorganized approximately 5.8 x 3.1 x 6.5 cm pocket of fluid within it.¿ ¿no evidence of small bowel inflammation. Postop changes of ventral hernia repair with recurrent ventral hernia and ill-defined nonorganized pocket of fluid within the hernia sac in the anterior abdominal wall.¿ (B)(6) 2016: ¿umbilical hernia w/out obstruction and w/ out gangrene.¿ (B)(6) 2016: ¿referral for hernia. Chronic abdominal pain. C/o intermittent abdominal pain in epigastric region w/ some diarrhea.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
A4: updated patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 7/5/2002, including records for previous cesarean sections, were not provided. 07/05/02: shands jacksonville. [Illegible]. History and physical. [Handwritten]: hpi: ventral hernia, noticed 2 years ago, increased in size. Started to get painful. Social hx: past smoker, quit 4 months ago, 2 packs per day. Plan: lap ventral hernia repair. 07/05/02: shands jacksonville. Charles bellows, md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair. Implantation of mesh. Laparoscopic lysis of adhesion. Foley catheter. Ng tube. IV antibiotics. Complications: none. Procedure: ¿after all appropriate consents were signed, the patient was taken to the operating room and placed in the supine position. The abdomen prepped and draped in the usual sterile fashion. A 12 millimeter port was then placed in the abdomen in the left upper quadrant under direct visualization using hassan technique. Once the port was placed, pneumoperitoneum was achieved. Two smaller 5-millimeter ports were then placed under direct visualization. The adhesions were taken down using a combination of blunt and sharp dissection. Once all the adhesions were taken down and the hernia was reduced, mesh was cut to allow a 3-centimeter overlap of the hernia edge 3 centimeters from the edge of the hernia defect. Once the mesh was cut to the appropriate size, four sutures were then placed in four quadrants and the mesh was then rolled and inserted in the abdomen. The mesh was unraveled and tacked to the anterior abdominal wall using these 4 stitches. After this was achieved, the mesh was then tacked circumferentially to the anterior abdominal wall using I-protacker. Once this had been achieved, the mesh was further secured to the anterior abdominal wall using gortex suture interrupted fashion in approximately 4 centimeter intervals. The patient tolerated the procedure well. The needle count was correct x 2. The pneumoperitoneum was reversed. All ports were removed. The 12-millimeter port site fascia was closed with heavy vicryl in an interrupted fashion. 4-0 vicryl was then used to reapproximate the skin edges. Steri-strips and dressings were applied. The patient tolerated the procedure well. The patient was sent to the recovery room in stable condition. Dr. Bellows was present and scrubbed for the entire procedure.¿ 07/05/02: shands jacksonville. Implant sticker. Gore-tex dualmesh biomaterial. Item #: 1dlmc04. Lot # 01460105. The records confirm a gore® dualmesh® biomaterial (1dlmc04/01460105) was implanted during the procedure. 07/06/02: shands jacksonville. [Illegible]. Discharge summary. Procedures/treatment: s/p ventral hernia repair. Return 2 weeks to dr. Bellows. Activity: no heavy lifting. D/c home. 02/22/03: shands jacksonville. [Illegible]. Ed treatment record. [Handwritten]: hpi: wound on l cheek, green-yellow drainage w/ swelling, redness. Pt saw pcp 24 hours ago and placed on antibiotics. Impression/plan: cellulitis. Stable for discharge. Records between 7/6/2002 and 9/19/2005 were not provided. 09/19/05: uf health. Darren peterson, md/john kilkenny, md. Office notes. Hpi: several week hx of intermittent right upper quadrant pain, intermittent, sharp, radiating to back, often associated w/ nausea and vomiting. Notes pain 30 minutes to several hours after eating. Seen at st. Vincent¿s emergency department approximately 4 days ago, received full workup including ultrasound and blood work. Presents for evaluation w/ results. Psh: 3 cesarean sections, incisional hernia repair from one of her pfannenstiel incisions. Social hx: smokes approximately ½-pack of cigarettes per day. Radiographic studies: right upper quadrant ultrasound performed on 09/13/15, revealed gallbladder distention w/ multiple stones present. Plan: schedule laparoscopic cholecystectomy. 10/6/2005: operative report. The patient is a 34 year old female with a history of symptomatic cholelithiasis and gallstones noted on her ultrasound. An infraumbilical curvilinear incision was made. Dissection was carried out with retractors down to the level of the peritoneum which was entered. 0 vicryl absorbable sutures were placed through the deep fascia and the peritoneum. A hasson retractor was used to place through this incision and laparoscope was inserted identifying the abundance of adhesions to the abdominal wall, although there was no evidence of small bowel in the abdominal wall. A cath was placed in the right upper quadrant and it was noted that the stomach was closely adherent to the gallbladder. A 10mm port was placed in the subxiphoid region along with right subcostal 5mm port. The graspers were placed through the 5mm port on the right and the liver was retracted caudally and laterally. With the maryland dissector, the adhesions were taken down through the 5mm port. After the adhesions were taken down, there was some bleeding and some fluid that came from a small tear in the gallbladder. An endoloop was placed and _____[sic] and biliary spaces were made patent. The abdomen was suctioned and further dissection was done of the gallbladder. The cystic duct was identified and using three clips, two distal and one proximal was divided and then was divided with scissors. The cystic artery which was posterior to the cystic duct was taken in the same manner. Dissection of the gallbladder from the liver was done, continued hemostasis. A the dissection at the edge of the liver, further inspection was done of the gallbladder bed with fluid irrigation and there was no bleeding noted. The gallbladder was removed and placed in an endobag. The gallbladder was removed out the 10mm port. The right lateral perigutter area was irrigate and trocars were all removed under direct visualization. Two additional figure of eight sutures were used to help approximate the periumbilical incision in addition to the two stay sutures that were placed at the beginning of the operation. Then, 4-0 vicryl sutures were used to approximate the four portals of entry. Steri-strips were placed over these areas and the areas were dressed. Records between 10/6/2005 and 4/15/2008 were not provided. 04/15/08: uf university of florida. Mathew cole, md/kenneth vega, md. Office notes. Cc: abdominal pain, diarrhea. Hpi: chronic abdominal pain x 1 year. Insidious onset of left sided pain, associated w/ mixed diarrhea and constipation issues. Pain is numbing pain, low grade, no better w/ bowel movements of flatus. Worse if pushes on that region. No radiation. Worse w/ stress. Increased stools and abdominal pains. Noted specks of red blood on her stool. Active problems: abdominal pain, irritable bowel syndrome, type ii diabetes mellitus. Wt 240 lbs. Impression: chronic abdominal pain associated w/ change in bowels, mixed constipation and diarrhea. Plan: colonoscopy. Records between 4/15/2008 and 4/23/2012 were not provided. 04/23/12: shands jacksonville. Juan munoz, md/shayla spinner, pa-c/xiaoyu li, md/nina singh, md. History and physical. Cc: epigastric pain. Hpi: chronic abdominal pain to upper abdomen w/ exacerbation past 3 weeks, had cholecystectomy 2009 w/ symptomatic relief for approximately 3 months, has had pain since. Pain constant, dull ache, knifelike at exacerbations, exacerbation w/ all food intake, associated w/ nausea and yellow diarrhea, noted oily stools. 2 episodes of bright red blood, size of silver dollar last week and one more episode week prior. Pain radiates to back. Was started on pancreatic enzyme replacement. Had recent us, neg, and CT at opmc, noted neg per pt. Active problems: chronic pancreatitis. Psh: hernia repair. Social hx: current smoker. Weight 217 lbs, bmi 39.93. Exam: unremarkable except abdomen obese, tender to epigastrium to left upper quadrant. Impression: exacerbation of chronic abdominal pain, evaluate for pud. Hematochezia, diarrhea, possible ibs. Additional work up required. Plan: egd, fecal fat qualitative testing, h. Pylori serology. 02/25/13: shands jacksonville. Derek hamilin, md/sara fernandez, md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain left upper quadrant. Impression: lobulated contour of the right kidney w/ multiple wedge-shaped peripheral cortical defects may be secondary to previous infarct or scarring from previous infection. Apparent mild bilateral hydronephrosis may be secondary to distended urinary bladder. No stones seen. Prior ventral abdominal hernia apparent. Persistent fat containing umbilical hernia. S/p cholecystectomy. 03/25/13: shands jacksonville. Juan munoz, md/bijo kythaparampil-john, md. History and physical. Cc: diarrhea, luq pain. Hpi: returns w/ c/o yellow diarrhea and luq pain starting after cholecystectomy 5 years ago. Additional episode of black stool. Sbft, unremarkable. Had to cancel colonoscopy d/t vomiting prep. Symptoms unchanged. H. Pylori treatment spring 2012, neg fecal antigen on recheck. Recent MRI and us w/ out pancreatic abnormality. Hx hernia repair. Wt 232 lbs. Bmi 42.4. Exam: unremarkable except abdomen tender to luq. Plan: colonoscopy w/ random biopsies. CT abd/pelvis. [Possible missing records: records for CT abd/pelvis per history and physical on 03/25/13 were not provided.] 10/22/13: shands jacksonville. Andrew kerwin, md/jaclyn rohan, pa-c. History and physical. Cc: abdominal pain, umbilical hernia. Hpi: ventral hernia repair w/ mesh 8 years ago, since then has had persistent, throbbing luq pain. Occasional nausea. Persistent yellow diarrhea, improved using metamucil. Worked up for this by gi, including colonoscopy, sbft, CT scan-all have been normal. Noted to have fat-containing umbilical hernia on CT scan, and radiology noted pain over a stay suture site during sbft procedure. Ros: included nausea, diarrhea, change in bowl habits, abdominal pain. Wt 241 lbs. Bmi 44.35. Exam: included abdomen obese, included hernia superior to umbilicus. Plan: CT demonstrated fat-containing umbilical hernia. Explained to pt in length that we will plan for diagnostic laparoscopy w/ possible umbilical hernia repair and luq exploration. It was explained to the pt that even w/ hernia repair and luq exploration we may not find a source for the pain, and that her pain may persist postoperatively. Pt states understanding. 11/08/13: shands jacksonville. Andrew kerwin, md. Operative report. Pre/postop diagnosis: recurrent, chronically incarcerated ventral incisional hernia. Procedure: laparoscopic repair or chronically incarcerated ventral incisional hernia. Pqri measures: the patient had cefazolin prior to skin incision. This was re-dosed at 4 hours. Dvt prophylaxis: with heparin and scds. Indications: has a previous history of laparoscopic cholecystectomy and then laparoscopic incisional hernia repair of her umbilicus. She presented to the office for evaluation of pain and bulging in her umbilicus. On physical exam, I felt that there was incarcerated fat within a fascial defect that was felt to be about 2 cm. Given her previous laparoscopic repair, she felt a laparoscopic repair was indicated today. Findings: the mesh is well secured around the umbilicus and there is a hole in the middle of the mesh, which has omentum herniated through it and chronically incarcerated. Procedure: ¿after appropriate consent was obtained, the patient was brought to the operating room and placed in supine position. Preinduction time-out was observed. General anesthesia was induced. Her abdomen was prepped and draped in normal sterile fashion. The pre-incision time-out was observed. I made multiple attempts to insert a veress needle in the left upper quadrant through a stab incision in the midclavicular line just below the costal margin; however, I could never obtain pneumoperitoneum. I tried the same on the right and again was unsuccessful after multiple attempts. I made a small transverse incision on the left side of the abdomen at about the level of the umbilicus near the anterior axillary line and inserted a hasson trocar in a standard fashion. I inserted 2 separate 5 mm trocars in the left upper quadrant under direct vision. I inserted one in the right upper quadrant and the right lower quadrant and used these for my dissection as well. I used scissors and harmonic scalpel to take down all the adhesions of the omentum to the mesh and the anterior abdominal wall. I reduced the incarcerated omentum out of hernia defect. I then covered this mesh defect and the pre-existing piece of mesh using a 15 x 20 cm piece of atrium c-qur mesh. I sutured this into place with cv 0 gore-tex sutures in the transfascial manner. I tacked circumferentially around the mesh with 2 rows of tacks. I placed transfascial sutures between my initial transfascial tacking sutures. These were cv 0 gore-tex as well. After the mesh was secure, I turned my attention to closure. I closed the hasson trocar site with the vicryl stay sutures and then reinforced this with cv 0 gore-tex using the carter-thomason exit closure device. The 5 mm trocar site skin incisions were closed with monocryl. The skin at the hasson trocar was closed with monocryl. All the other stab wounds were closed with dermabond. The patient tolerated this well.¿ 11/09/13: shands jacksonville. Andrew kerwin, md. Progress notes. Postop day: 1 s/p laparoscopic hernia repair recurrent ventral hernia. Past 24 hours, no acute events. Tolerated a clear diet. Pain well controlled. Exam: included abdomen morbidly obese, mild diffuse ttp, incisions c/d/I. Plan: possible d/c today. Records between 11/9/2013 and 10/16/2015 were not provided. 10/16/15: shands jacksonville. Danial kwamena korsah, arnp. Office notes. Hpi: chronic abdominal pain followed by gi in past. C/o intermittent abdominal pain in epigastric region w/ some diarrhea. Social hx: quit smoking 16 months ago. Wt 234 lbs. Bmi 42.81. Impression/plan: epigastric pain. Refer to gastroenterology. F/u w/ pcp as scheduled. 03/09/16: shands jacksonville. Juan blum-guzman, md. Office notes. Hpi: episodes of significant abdominal pain, diarrhea for years now. Previously evaluated in gi clinic back in 2012-2013 for similar complaints. Had extensive work up including ugis, egd, colonoscopy and abdominal imaging. Treated for h. Pylori. Evidence of focal chronic inflammatory changes in transverse colon. Pt reports daily episodes of periumbilical pain, radiating to her back, worse w/ food intake and chronic diarrhea after meals, w/ undigested food at times. Exam: abdomen obese, tender in periumbilical area. Plan: labs, stool studies, CT enterogarphy. 05/20/16: shands jacksonville. Devaraju kanmaniraja, md. Radiology ¿ CT abdomen/pelvis. Indication: epigastric pain, abdominal pain, unspecified. Other pancreatitis. Findings: there are postoperative changes of ventral hernia repair w/ a mesh in place. There is recurrent ventral hernia via a gap in the mesh with ill-defined nonorganized approximately 5.8 x 3.1 x 6.5 cm pocket of fluid within it. The fluid is also seen w/ in the leaves of the mesh and also extending intraperitoneally abutting loops of small bowel at this level. Impression: no evidence of small bowel inflammation. Postop changes of ventral hernia repair with recurrent ventral hernia and ill-defined nonorganized pocket of fluid within the hernia sac in the anterior abdominal wall as detailed above. 05/25/16: shands jacksonville. Juan blum-guzman, md. Office notes. Hpi: labs and stool studies negative. Still reports episodes of pain upper abdomen radiated to back and loose bm¿s. Wt 236 lbs, bmi 43.26. Impression: umbilical hernia w/out obstruction and w/ out gangrene. Plan: refer to surgery for management of ventral hernia. 06/21/16: shands jacksonville. Daniel kwamena korsah, arnp. Office notes. Hpi: referral for hernia. Chronic abdominal pain. C/o intermittent abdominal pain in epigastric region w/ some diarrhea. Former smoker, quit date 06/01/14. Impression/plan: refer to general surgery. Morbid obesity. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2002 whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: mesh failure, hole in mesh, adhesions, additional surgery ((B)(6) 2013). Additional event specific information was not provided.